Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple rounds of anti-tachycardia pacing and multiple shocks for sinus tachycardia (st). The patient experienced multiple episodes of st due to exercise. Technical services discussed programmed parameters in order to avoid inappropriate therapy in the future. The ICD remains in service.